Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was blurry, not getting a picture, and had an error e238 (scope communication error) code. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated: d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely the event occurred because of a dirty lens causing the blurry image and a damaged plug unit contributing as well. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.